Event description:
The customer reported that they received questionable results for a total of 6 patient samples tested for creatinine jaffe (creatinine). The ER doctor complained that creatinine patient results were not matching istat analyzer readings. The customer then ran quality controls and these were outside of range. The customer then calibrated the assay and controls recovered within range. The samples were then repeated on the same analyzer. Of the six samples, three were found to have erroneous results that were reported outside of the laboratory. The first sample initially resulted as 11.6 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 1.0 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 7.3 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.5 mg/dl. The repeat result was believed to be correct. The third sample initially resulted as 7.9 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.6 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected. The creatinine reagent lot number was 68093101 with an expiration date of 12/31/2014. The customer declined a service dispatch. The customer stated that they were reporting results out to two decimal places and now they only report out to one decimal place. The customer did not know when this change went into effect.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The event may have occurred due to an operator error, but this cannot be verified due to lack of information necessary for investigation. The issue reported may have been due to an incorrect procedure applied to change the number of decimal places for an application.